Manufacturer narrative:
Concomitant products: product ID 3998, lot # v621026, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection and had their device explanted in (B)(6). It was noted that it was an mrsa infection. It was noted that the patient had their device put back in on (B)(6) 2013.